Manufacturer narrative:
Result: damaged motion interrupt pan. Damaged power cord.

Event description:
It was reported by service report that the motion interrupt pan and the power cord were damaged. No pt involvement or adverse consequences were reported.